Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer stating the issue of not being able to connect to the neurostimulator was resolved.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37603, serial# (B)(4), product type: implantable neurostimulator. Product ID: 37092, serial# unknown, product type: accessory. Information references the main component of the system. Other relevant device(s) are: product ID: 37092, serial/lot #: unknown, ubd: , UDI#:, date of event (B)(6) 2018 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for essential tremor and movement disorders. It was reported that the patient programmer (pp)antenna did not work, meaning that the patient was not able to connect when they used the pp with the antenna attached, however if they used the pp without the antenna they were able to connect to the ins successfully. Patient believed the problem was the antenna however stated there was not a visible damage to the antenna. No out of box failure was reported. There was no reported medical/therapy problems related to the small part components product. No patient symptoms reported. An email was sent to the repair department . No further patient complications were reported/ anticipated as a result of this event.